Event description:
It was reported by the patient that they were concerned about changes in the predicted longevity of their implantable pulse generator (ipg) from one clinic visit to the next. Patient also reported feeling tired. Follow-up with the patient's clinic indicated the change in longevity prediction was related to changes in ipg programming the clinic was making to reduce the need for pacing as the patient does not like the feeling of being paced. The clinic indicated the patient experiences anxiety about their ipg as well. Patient's clinic indicated the ipg is performing as expected and remains in use. Also contributing to the longevity change was the clinic report of chronically high right ventricular (rv) lead pacing thresholds. The date of onset was not known by the clinic. Programming to accommodate changes in threshold continues as well and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.